Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a cystoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the tip of the wire unraveled and the filament was exposed. The wire was removed and no residue was found in the bladder based on the x-ray result. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be stable. Note: the event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event. The returned device revealed that the distal tip detached.

Manufacturer narrative:
A detailed device analysis was performed on the returned sensor wire; the condition of the returned device was consistent with the complaint incident that the coil wire unraveled exposing the corewire, and the distal tip detached. Taking into consideration the evaluation conducted at the cis and the details of the complaint, this investigation was assigned the most probable root cause classification of operational context. Batch involved was not provided by the customer. A DHR review was not possible since the suspect lot was not provided. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.